Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v673557, implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s system was being explanted the day of the report. The lead was damaged during explant and four markers of lead showed on fluoroscopy as still being in the patient after the lead was removed. The pieces were unable to be retrieved and there was confusion about whether they were talking about actual markers, electrodes, or tines. It appeared that some of the electrodes were left in the patient. It was reported that the patient fell prior to surgery that caused her to lose therapy benefit, so it was not clear if the lead breakage took place prior to or during explant. The reporter did not know when the fall and loss of therapy occurred and did not know if the patient was going to be re-implanted. The next day it was reported that the patient simply wanted the device removed. Additional information was requested, but was not available as of the date of this report.